Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy and salpingectomy on (B)(6) 2021 and suture was used. In the process of suturing the vaginal stump, the assistant tightened the suture with a flat clamp, the suture broke when it was about to finish sewing. It was re-sutured and knotted from the site where it was broke. The surgery was completed. There were no patient consequences reported. Additional information was requested.